Manufacturer narrative:
Additional information: added a1, a2, a3, a4, b3, b5, b7, d11 correction: b1, h1, omit b2, h6 (evaluation method codes) the reported issue that the pump shut down and said system failure, needs battery replacement could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. Device history: review of the sn (B)(4) service history record showed the device had a manufacture date of 08/23/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/08/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "while in CT scan, the pump shut down and said system failure, needs battery replacement. The pump had critical meds infusing for blood pressure on an ICU pt. Pt's bp did drop during switch over to another pump. This pump did have a yellow dot on it and was plugged in all night.." It was reported from the ICU that the device failed to alarm and unintentionally shut down while stating "needs battery replacement" during a primary norepinephrine 4mg/250ml titrated infusion. Infusion was titrated to maintain a map>65mmhg. The patient experienced a decrease in blood pressure for a couple of minutes while the pump was being changed out and normalized once the norepinephrine was restarted. There was no lasting impact to the patient from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested but not provided. An incomplete date of event of (B)(6) 2020 was provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "while in CT scan, the pump shut down and said system failure, needs battery replacement. The pump had critical meds infusing for blood pressure on an ICU pt. Pt's bp did drop during switch over to another pump. This pump did have a yellow dot on it and was plugged in all night." An incomplete date of event of (B)(6) 2020 was provided.